Event description:
It was reported that during a biliary stenting procedure, resistance was encountered and retracting difficulties occurred. The lesion was located in an unspecified bile duct. The 8.5 fr/5 cm fleximal biliary stent delivery system (sds) was advanced to the lesion, however, upon attempting retract the inner sheath to deploy the stent, resistance was encountered and the sheath was unable to be retracted. It was further noted that the catheter became slightly stretched. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".